Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. The customer confirmed completing the load process and removing air from the cartridge but chose not to load a new cartridge and will continue using the current one, with plans to follow up if necessary.